Manufacturer narrative:
B2: retention medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator (ins) was turned off and had not worked for 2 years. No symptoms were reported. On (B)(6) 2026 additional information was received from the patient. The patient stated that the "ins not working" comment was referring to the patient needing to turn off the ins due to their need for daily cathing. The daily cathing was necessary since the patient was never fully emptying their bladder. The issue was not resolved and no further actions would be taken.